Event description:
Customer alleged all bearings fell out of rear wheel and is wobbly. No injury alleged.

Manufacturer narrative:
The consumer is an (B)(6). The dealer stated that the consumer brought her transport chair in due to a wobbly left rear wheel. The ball bearings allegedly fell out. The dealer used a wheel from another transport chair for a quick fix for the consumer. No injury alleged. No RMA has been initiated for this issue at this time.